Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The break in aseptic technique was further described as the patient disconnected because the ¿cord would not reach to the restroom, and they connected another one without sterilizing it.¿ the peritonitis was manifested by abdominal pain and cloudy fluid. The patient was not hospitalized for the event. The patient was treated with intraperitoneal (ip) ancef and ip fortaz for fourteen days, (doses and frequencies not reported), for peritonitis. At the time of this report, the patient was recovered from the peritonitis event. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.